Manufacturer narrative:
H6: investigation summary. No product or photo was returned by the customer. The customer complaint of leaking from the male end of connector could not be verified due to the product not being returned for failure investigation. A device history record review for model 30204e lot number 20119642 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that the ext set w/vlv port & ll experienced leakage. The following information was provided by the initial reporter: material #: 30204e, batch/lot #: 20119642. Leaking observed to male end of connector, extension set was removed and replaced.

Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA on (date) via medwatch #: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ext set w/vlv port & ll experienced leakage. The following information was provided by the initial reporter: material #: 30204e, batch/lot #: 20119642. Leaking observed to male end of connector, extension set was removed and replaced.